Event description:
It was reported that t:slim x2 pump battery initially would not charge despite use of usual charging equipment and working power outlet. There was no adverse impact to the customer's blood glucose level. Customer confirmed a power source alert in pump history and, after leaving pump connected to original charging supplies for at least 30 minutes, pump began charging normally and no further assistance was required.